Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: 8035590 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 1360 units released.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the glenoid at the cement to implant interface. Depuy cement was used. The surgeon found the keeled glenoid floating around inside the joint and removed it. Upon examining the other implants, it was determined that the patient had a functioning hemi arthroplasty so the surgeon left all the implants as they were all fixed. Doi: (B)(6) 2015, dor: (B)(6) 2021, left shoulder.